Event description:
It was reported that insulin was squirting out during priming. It was stated that the customer change changed several reservoirs. Reviewed the alarm history and found the error alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.